Event description:
The customer reported the system displayed a "ma on in error" message, which would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator control power supply. The system operates as intended.